Manufacturer narrative:
H10: h3,h6: the returned instrument used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the reported lot number 2029952 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 2029952 for the past 3 years found no related failures. Visual inspection of the instrument shows no manufacturing abnormalities. The device was returned with a detached and broken self capturing trap; the broken off part was not returned with the device; there are no manufacturing abnormalities visually observed with the returned instrument; during functional evaluation the top jaw was closed/opened as intended and by squeezing the lever and the needle could be deployed as intended; however the trap at distal end is missing as reported. The complaint was verified but the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are (1) excessive force (2) do not use this device as a lever for manipulating hard tissue or bone. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder surgery when passing the ultrabraid through the tissue, the trapdoor snapped off and floated away into the shoulder gutter, all pieces were removed with graspers. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.